Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaint could not be determined. Possible factors that could contribute to a hole in the balloon include, but are not limited to, balloon damage during processing of the balloon material, inflation technique and insufficient preparation. In this case, a conclusive cause for the reported hole in the balloon could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 6.0x40mm armada 35 balloon dilatation catheter, a hole was noted on the balloon. An unspecified device was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.